Event description:
The customer contacted physio-control to report that their device would not pass a user test and, when tested, the unit kept prompting the end user to "connect electrodes" indicating that the device was not detecting the patient test-load and thus would not have defibrillated, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customers device and verified the reported failure. It was observed that a cable-mounted plug connector, designator p23 (a ribbon cable), was not properly connected to a pcb-mounted jack connector, designator j23, on the therapy pcb assembly. The physio service representative then reconnected p23 to j23, but felt that it was still too loose at the location of j23. He then replaced the therapy pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and found that it function normally on a mock-up device. No failures, or anomalies, were observed. The cause of the reported failure was that a cable-mounted plug connector, designator p23, was not properly locked into place at pcb-mounted jack connector, designator j23, of the therapy pcb assembly.